Event description:
It was reported that during a laparoscopic bariatric procedure, the device fired two clips and no more clips were in the device. There was also no last clip lock out. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Evaluation summary: the analysis results for the er320 instrument found that the crimp was insufficient making instrument non-functional. The clips could not be fed due to the crimp condition that allowed the shrouds and firing mechanism that goes inside the shrouds and shaft to be out of position, the mechanism was manually repositioned and hold during firing of the remaining clips. After the clips were fed, the instrument locked out as intended.